Event description:
The line was placed in 2007, at about 20 days later, blood was noticed. A crack was found just below the hub.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. There was a tear in the d/l tubing just distal to the bifurcation. The edges of the torn material were rough and jagged. The hemosplit catheter exhibited signs of use. Tape residue was found on the clamps, extension legs, and the bifurcation. The break is possibly related to a combination of mechanical stresses and chemical degradation; however, the exact mechanism of damage is unk. No defects related to the mfg process were found on the complaint sample. A chr of lot# rere0915 showed no other similar product complaint(s) from this lot.